Event description:
It was reported that there was a blockage alarm. Per reporter, this occurred during infusion and there was known patient involvement. There was no health damage to the patient in this incident.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. E1: (B)(6). G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed no physical damage. The event history log confirmed that there was a record of the upstream occlusion (uso) alarms occurring during pump operation on april 22nd and 23rd of 2024. Functional testing confirmed the uso alarm occurred. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's uso sensor was defective. The uso sensor was replaced and, preventatively, the downstream occlusion (dso) sensor was replaced, and the pump passed all functional tests and performed as intended.